Event description:
The oxygenator was changed out shortly after initiating bypass due to high pressure drop and poor oxygenation. No pt injury or further complications occurred. No further details were provided.